Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle pierced the packaging of an bd insulin syringe with the bd ultra-fine¿ needle, this broke the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle stick before use and needle through shield due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the needle pierced the packaging of an bd insulin syringe with the bd ultra-fine needle, this broke the sterile barrier. No serious injury or medical intervention was reported.